Event description:
Pt entered hosp with high bgs while on the pump. Pt diagnosed with urinary tract infection which can cause high bgs, depending on actions taken by the user. Pump alarm functioned correctly. Pump replaced for customer comfort.